Manufacturer narrative:
(B)(4). Age at time of event - the patient¿s exact age was not reported; however, the patient was reported to be a baby. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink vented paclitaxel set was involved in a backflow event. This occurred during infusion of amino acids and lipids using a baxter infusion pump in the neonatal intensive care unit (nicu) through a peripheral site. The amino acids were reported to be infusing through the clearlink set, and the lipids were infusing through a non-baxter set. The reporter stated that when the set was clamped, the lipids backflowed through the clearlink set. The nurse flushed the line to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.